Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: mat: 363083, lot: 6039855, bd received 11 photos from the customer in support of this complaint. An evaluation of the photos was conducted and, revealed that 1 of the 11 photos showing a citrate tube with lot 1259189 and expiration date of 2022-06-30. This tube appears to have been manufactured by becton dickinson and, has the correct label details and expiration date. It was confirmed by the customer that the tube from lot 1259189 was provided for comparative purposes only . Photo depicted citrate tube with lot 1259189 and expiration date of 2022-06-30 and the label does show the correct artwork. This tube was manufactured 10/31/2021 at the manufacturing site and has the correct expiration date. The device history records for lot 1259189 were reviewed with no issues being identified. The labels that were printed for the lot is the correct revision, catalog number, label number, lot number, and expiration date for the 363083-catalog number. Additionally, a visual examination was performed on the 10 remaining photos and, revealed counterfeit product as the investigation conclusion is that this product, lot 6039855, was not manufactured within the control of becton, dickinson and company. The photos were visually inspected, the product appears to be a citrate vacutainer tube. The exp date is 2023-12-31 and the lot # is 6039855. The this batch number was not produced at the manufacturing site. The expiration date is 18 months and for the catalog number 363083, the product expires 9 months from the manufacturing date. Also, artwork is missing above the ¿sterile r¿, that indicates the tube may only be used once and the ¿ivd¿ mark indicating ¿in vitro diagnostic medical device¿. The font in the label header also appears to be incorrect. The molded information in the top of the hemogard closure is ¿brand vactainer ®. This is not the correct placement of the molded information per specification requirements. Lot number is 6039855 with expiration date 2023-12-31 does not exist within the production records for the manufacturing site. Bd was able to confirm the customer¿s issue of counterfeit product as the product photos for lot 6039855 did not match the becton dickinson specifications for catalog number 363083. Based on the information provided by the customer¿s photos, this product was not manufactured within becton, dickinson and company¿s control. The exact determination of manufacture of this product could not be determined. No device history records for lot 6039855 as it does not exist.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes reported finding a blue cap tube material 363083 that does not match the characteristics of the traditionally known and used product of bd, with an atypical expiration date and outside the expiration periods that bd has always reported to users, the physical characteristics of the tube are different and perceive the tube as apocryphal. It does not report failures in the analytical results obtained in the patient sample, but it is unknown whether or not the user has had a discrepancy in the results. The following information was provided by the initial reporter. The customer stated: ¿the distributor reports that the end user of the product reported finding a blue cap tube material 363083 that does not match the characteristics of the traditionally known and used product of bd, with an atypical expiration date and outside the expiration periods that bd has always reported to users, the physical characteristics of the tube are different and perceive the tube as apocryphal. It does not report failures in the analytical results obtained in the patient sample, but it is unknown whether or not the user has had a discrepancy in the results.